Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. The noise was reproducible with isometrics testing. No changes or interventions were reported. There were no patient consequences.